Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient did not recharge the ipg for months. As such, stimulation was lost, ipg was unable to communicate with neither the programmer nor the charger, and ipg was deemed inoperable. Programmer displayed error messages "ipg not found" and "no ipg found adjust wand". Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.